Event description:
It was reported that the non-patient end of the bd ultra-fine¿ insulin pen needle used to inject "omnitrope" was missing during use, and the pen plunger became "stuck" at "0.5mg" while attempting to inject "0.7mg". The following information was provided by the initial reporter: "the user tried to inject omnitrope solution with the use of pen surepal but the pen was stuck. The initial dose was 0.7mg but the plunger stopped at 0.5mg. The user observed that the edge of needle was missing. He used another needle and the administration of remaining mg was completed successfully." ¿father of patient confirm that the whole metallic part of needle was missing, not only the edge. He reported that the part of needle that punctures the ampoule was missing.¿

Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the non-patient end of the bd ultra-fine¿ insulin pen needle used to inject "omnitrope" was missing during use, and the pen plunger became "stuck" at "0.5mg" while attempting to inject "0.7mg". The following information was provided by the initial reporter: "the user tried to inject omnitrope solution with the use of pen surepal but the pen was stuck. The initial dose was 0.7mg but the plunger stopped at 0.5mg. The user observed that the edge of needle was missing. He used another needle and the administration of remaining mg was completed successfully." ¿father of patient confirm that the whole metallic part of needle was missing, not only the edge. He reported that the part of needle that punctures the ampoule was missing.¿